Event description:
It was reported that they the aws locked upped losing images causing the patient to have the exposure repeated. They rebooted the system, once this was done the unit is working as intended.